Event description:
Boston scientific (bsc) crm received information that the pt passed away one day post implant. At the implant, it was noted that the pt had very fine atrial fibrillation, however, the physician opted to implant a dr device. The device appeared to have minimal undersensing of the atrial fibrillation, so it was programmed to 4.0 volts at 0.5 ms. The following morning, the pt developed a hematoma in the groin area to which pressure was applied. The pt stated he felt funny and then, his rhythm went into what was believed to be torsades des pointes more than four times. The pt was shocked externally several times and at that point they could see ventricular pacing spikes, but no ventricular contraction. The pt then passed away. There were no allegations against the device or system.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.